Event description:
Pt in or for mitral valve replacement. A 27mm ce pericardial mitral valve was implanted by dr and right atrial incision was closed. When a "tee" was performed following implantation of the valve, a significant amount of regurgitation was seen from the valve. The decision to explant the device was made and performed by dr. A "ce" 29mm porcine valve was used to replace the 27mm pericardial valve.